Manufacturer narrative:
When the employee loaded the washer, she realized the cart wasn't pushed all the way in. The employee had already pressed the door close button and she attempted to push the cart in with her hand. During this sequence, the door was already closing. Then, the employee pressed the door open button. The door went back up for a moment but then dropped which led to the slack in the door cable and caused the cable to come off the double pulley assembly. The door caught her hand on the transfer cart and she pulled her hand back out catching the cart edge causing a small laceration (cut). A steris service technician inspected the washer and found that on the unload side door that the duel pulley system for the door assembly was off. The technician returned the cable back to the proper position and checked the cable tension. The technician ran a test cycle which completed with no alarms, tested the door speed and found the unload door to be operating properly. The technician then inspected the load side and found the door to be operating properly. No issues were noted with the washer and the technician was unable to duplicate the reported event. The employee did not follow the proper procedure for when door obstructions occur. The operator manual states (1-1), if an obstruction is present in the wash chamber door and door is unable to raise, do not attempt to remove obstruction from under the door. Door cables may have slackened and door may close at high speed when obstruction is removed. Call a qualified service technician to safely remove obstruction." The steris service technician advised the user facility of the proper operating procedures for the washer.

Event description:
The user facility reported that an employee obtained a cut on her hand from the washer door. The employee went to the ER where they cleaned her hand, applied antibiotic ointment and bandaged it. The employee returned to work and is fine. No procedural delays/cancellations were reported.